Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the patient experienced blood glucose levels as high as 600 mg/dl with thirst and frequent urination over the past week. The family member stated that the patient had site issues in the past, but changed site areas to the legs and has not had any issues until (B)(6). She noted that the patient was using a new vial of insulin, and that the site/set has been changed every two to three days as recommended. Troubleshooting with customer support (cs) indicated that there were no site/set issues, and no leaks or air bubbles noted. Cs confirmed with the family member that all settings and history are correct, and that all boluses have been delivered as programmed. The family member confirmed that she was able to successfully deliver an air bolus. The family member stated that the patient was on insulin injections at the time of the call to cs, but planned to resume insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia while using the pump.